Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance. There were no adverse patient effects reports.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.